Event description:
It was reported that the fiber broke, the fiber tip disconnected from the fiber body after 335,217 joules of use and 35:16 minutes. The fiber tip was not cleaned during the procedure. Procedure outcome information was not provided. No complication to the patient occurred due to this event.

Manufacturer narrative:
Describe event or problem: corrected. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify signs of as reported fiber tip break. The glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap. The metal cap exhibits indication of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks. Based on the observed glass cap and metal cap misalignment due to glue failure, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed glue failure. Based on analysis results, the reported fiber tip break was not identified thus the reported event cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the fiber broke, the fiber tip disconnected from the fiber body after 335,217 joules of use and 35:16 minutes. The fiber tip was not cleaned during the procedure. Procedure outcome, case completed with second fiber. No complication to the patient occurred due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify signs of as reported fiber tip break. The glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap. The metal cap exhibits indication of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks. Based on the observed glass cap and metal cap misalignment due to glue failure, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed glue failure. Based on analysis results, the reported fiber tip break was not identified thus the reported event cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the fiber broke, the fiber tip disconnected from the fiber body after 335,217 joules of use and 35:16 minutes. The fiber tip was not cleaned during the procedure. Procedure outcome information was not provided. No complication to the patient occurred due to this event.